Event description:
In dec. 2003 additional clarification was provided by the author/treating physician which verified that this pt had not been previously reported to genzyme. The article indicated that an unidentified pt received a second course of synvisc injections and experienced a severe synovial flare (severe arthrosis). The author reports that in general, in pts with a more severe reaction or post injection flare, its onset occurs within 12-36 hours after the injection and typically resolves within 48 hours after treatment with aspiration and intra-articular steroids. The treating physician assessed the event as serious, severe and possibly related to the use of synvisc.